Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case left corner was chipped, the battery door was broken, and the bottom case was cracked by l-bracket. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was able to be duplicated. Found check syringe plunger sensor only when the plunger head was pressed tightly against the pump during power up test. The root cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced left plunger case as a preventative measure. Performed power up process, preventative maintenance, and all functional tests which passed.

Event description:
It was reported that the pump exhibited a plunger sensor issue. No patient injury was reported.